Event description:
It was reported that leaking from bottom of unit. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed old-style printed circuit board, power switch, and front cover. Cracked tank cover and enclosure. Customer?s reported issue was duplicated. Cracks in the tank cover and enclosure near the drain tube caused the leak. The root cause of the reported issue was determined. The water leaks were caused by two reasons. The plastic enclosure cracked near the drain fitting and the corners of the tank cover were cracked near the screw holes. Over torqueing the screws can cause cracks in the cover. Actions taken to mitigate the reported issue: no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. UDI information is unknown. Report source is unknown.